Event description:
During a remote follow-up, an alert of oversensing was observed on the device. Upon review, it was observed that a transmission on merlin.net was received without attached egms. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.